Event description:
After 8 hours of balloon therapy blood was noted in the tubing and also backed into the pump. The balloon was removed and not replaced. No pt injury occurred and iab therapy was discontinued.